Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a intellanav mifi open-irrigated was selected for use. While attempting to ablate, a high temperature error message was observed. Further examination of the catheter revealed severed tubing at the hub of the catheter. The procedure was completed with another ablation catheter. No patient complications were reported and the patient's current condition is fine.